Event description:
Customer reported set as found leaking within the pump. There was no report of patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Ups label provided for product return. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.